Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for cervical/neck pain and non -malignant pain. The last time that she was on program e (about 2 or 3 months prior to the report, confirmed as 2017), it didn't work for her, and she ended up in the hospital because it left her with left side weakness. The patient wasn't able to change it, so a manufacturer representative came out to change it. He also changed it so that the patient could change it. There were no further complications reported or anticipated. The patient¿s relevant medical history includes having been implanted with the device due to chronic migraines. It was also noted that these migraines cause seizures.